Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Facility advised right handle will not lock in place. No injury, facility could not provide any further information...syl7942.